Event description:
Patient's representative reported, right side rupture. Difficulty concentrating, severe breast pain and tenderness that limited freedom of movement. And had a significant impact on everyday life and psychological stress, since learning of the device recall. The following events, were also reported. And have been determined, to be not device related: "extreme fatigue, chronic exhaustion, hair loss, weight loss, night sweats, thorax scoliosis, and severe cold". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Fatigue: unable to observe as it is not related to the device. Other-medical: unable to observe as it is not related to the device. Varied injuries: unable to observe as it is not related to the device. Chronic fatigue syndrome: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, d1, d2a, d2b, d4, h4, h6.

Event description:
Patient's representative reported right side rupture, difficulty concentrating, severe breast pain and tenderness that limited freedom of movement and had a significant impact on everyday life and psychological stress since learning of the device recall. The following events were also reported and have been determined to be not device related; "extreme fatigue, chronic exhaustion, hair loss, weight loss, night sweats, thorax scoliosis, and severe cold". Device has been explanted.